Manufacturer narrative:
This report is submitted on 11 february 2021.

Manufacturer narrative:
This report is submitted on september 7, 2020.

Event description:
Per the surgeon, the patient experienced an extrusion of the magnet. The patient was hospitalized on (B)(6) 2020 with an infection which was initially successfully treated with antibiotics (type unknown). The infection returned resulting in the device being explanted under a general anaesthetic (date unknown). It is unknown if there are plans to re-implant the patient with another device.